Event description:
The patient was scheduled for implant of a crt-p. The patient was brought to the cath lab, prepped and draped in the usual manner. Three accesses were made for the three different leads. Both the right atrial (ra) and right ventricular (rv) heads were placed, with both the physicians and sales rep accepting the readings from both the ra & rv leads. After both of these leads were secured, the left ventricular (lv) head was inserted through the sheath to the coronary sinus. Both the upper and lower vessels were visualized. An attempt was made to place the lv lead in the upper branch and found it was too tortuous for the lead to track. At that point the physician attempted to place the lv lead in the lower branch of the coronary artery. With several attempts to advance the lead past a valve in the coronary sinus, the readings were not satisfactory to physician or sales rep. The physician removed the lead and consulted a cardiac surgeon for placement of an epicardial lead. The patient was transferred to the or in stable condition. During the procedure, the patient went into v-tach, was shocked at 200j times two, and was successfully cardioverted. The pacer rate was then adjusted and the patient was transported to the ICU where she passed away the next day. Manufacturer response (as per reporter) for lv pacemaker lead, acuity - steerable sales rep was contacted. Rep shared that the procedure was a routine series of events and routine performance of equipment that was predictable.

Event description:
The patient was scheduled for implant of a crt-p. The patient was brought to the cath lab, prepped and draped in the usual manner. Three accesses were made for the three different leads. Both the right atrial (ra) and right ventricular (rv) heads were placed, with both the physicians and sales rep accepting the readings from both the ra & rv leads. After both of these leads were secured, the left ventricular (lv) head was inserted through the sheath to the coronary sinus. Both the upper and lower vessels were visualized. An attempt was made to place the lv lead in the upper branch and found it was too tortuous for the lead to track. At that point the physician attempted to place the lv lead in the lower branch of the coronary artery. With several attempts to advance the lead past a valve in the coronary sinus, the readings were not satisfactory to physician or sales rep. The physician removed the lead and consulted a cardiac surgeon for placement of an epicardial lead. The patient was transferred to the or in stable condition. During the procedure, the patient went into v-tach, was shocked at 200j times two, and was successfully cardioverted. The pacer rate was then adjusted and the patient was transported to the ICU where she passed away the next day. Manufacturer response (as per reporter) for lv pacemaker lead, acuity - steerable sales rep was contacted. Rep shared that the procedure was a routine series of events and routine performance of equipment that was predictable.